Event description:
It was reported that an alert was generated for an atrial arrhythmia burden (aab) of at least 0.5 hours in a 24 hour period. Review of the stored electrograms identified a false atrial tachycardia response (atr) episode due to farfield r-wave oversensing (ffrwos). The information was communicated to the patient's following physician. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alerts were generated for atrial arrhythmia burden (aab) of at least 0.5 hours in a 24 hour period. Review of the stored electrograms identified a false atrial tachycardia response (atr) episode due to farfield r-wave oversensing (ffrwos). The information was communicated to the patient's following physician. The aab alert was adjusted to greater than 3 hours. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.